Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative architect total b-hcg result for one patient. The patient was positive by another method. The following data was provided: architect initial result = <1.20 miu/ml retested with another reagent same lot = <1.20 miu/ml immunochromatography method was positive with a urine sample. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 67166ud00. However, review of tracking and trending for the architect total b-hcg assay did not identify an increase in complaint activity regarding commonalities for lot numbers and issue. A device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In house accuracy testing was completed using panels which mimic patient samples using a retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 67166ud00 was identified.

Event description:
The customer observed a false negative architect total b-hcg result for one patient. The patient was positive by another method. The following data was provided: architect initial result = <1.20 miu/ml retested with another reagent same lot = <1.20 miu/ml immunochromatography method was positive with a urine sample. No impact to patient management was reported.